Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had less than three months and was suspected of an early battery depletion. The left ventricle (lv) output was high and the boston scientific technical services (ts) stated that it could be possible depending on other outputs and how long output was high. This crt-d device was explanted. No additional adverse patient effects reported.